Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive motor support disk. The insulin pump also had a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.